Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental form will be submitted.

Event description:
It was reported the customer had high blood glucose levels (500 mg/dl). Customer took a manual injection of 8 units to stabilize her blood glucose level. Troubleshooting was performed and fond that insulin was not flowing out of tubing. Customer reports she will change cartridge and infusion set out.